Event description:
The event involves a patient with a pulmonary artery catheter in place for five (5) days. Upon wedging in the early morning, blood was coming out through the port. The physician was notified, did not push the wedging, and the pulmonary artery catheter was discontinued per order. The pulmonary artery catheter was intact upon discontinuing, no patient harm.